Event description:
It was reported that one month and eight days post a port placement, there was allegedly a hole found in the catheter part of the port which allegedly led to a fluid leak. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port attached to a catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. Striations were noted at the edges of break was determined to be an incidental finding. Splits were noted in the port septum. The distal catheter segment was not returned. The port was patent to both infusion and aspiration without issue. No leaks were noted on port and catheter. Therefore, the investigation is confirmed for the identified septum splits. However, the investigation is inconclusive for the reported fluid leak as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and the investigation is unconfirmed for the reported material hole issue as no objective evidence found from return sample analysis results. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eight days post a port placement, there was allegedly a hole found in the catheter part of the port which allegedly led to a fluid leak. Reportedly, the catheter was removed. There was no reported patient injury.